Manufacturer narrative:
Unit received with blank display due to moisture damage electronic assembly. Moisture damage motor assembly. Unable to verify unit missing segments/partial display due to blank display. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window. Unable to perform functional test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported of experiencing a partial display screen after receiving new battery cap. Customer reported that prior to new battery cap, display screen was blank. Customer's blood glucose 220 mg/dl at the time of the incident. Customer was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.